Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury of the MDR form. This supplement is being filed to modify information, per FDA request.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that approximately 27 minutes into a mononuclear cell (mnc) collection procedure, they noticed that the normal saline bag was filled with blood and the patient complained of nausea and dizziness. The patient's blood pressure was at 60/38. The rn discovered that they had left the return saline line open after prime divert. The collection was ended without rinseback and per physician's order, the patient was given a 1l normal saline bolus, 2 liters of oxygen, 2 gm of calcium gluconate IV, 4 gm of magnesium IV and an ECG. The patient also had a pulse oximeter, a 12-lead ECG, and non-invasive blood pressure for monitoring. The patient was observed for a few hours after the event. The patient is reported in stable condition. The disposable kit is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the inlet flow rate was 51.5 ml/min and the issue was found approximately 28 minutes into the procedure. This results in 1446 ml inlet processed. This blood was diverted to the saline bag and not the patient. Therefore, the patient's blood loss was 1446 ml/ 5367ml(tbv) = 26.9% tbv. A service call was not done because the customer stated this was due to operator error. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. During customer follow-up, the customer stated that the calcium gluconate was setup on the three-way stopcock at the start of the procedure. The stopcock was turned to open so that calcium could infuse. The stopcock was placed between the return line and blood warmer tubing. At the time of the adverse event, the IV pump tubing was disconnected from the collection tubing and was administered hub to hub to the patient's central venous catheter as well as adding a saline bolus. Hypovolemia in this incident was due to two levels of operator error: (1) leaving return saline clamp open and (2) leaving stopcock open for calcium preventing blood return to patient. The operator not closing the saline line has potential hypervolemia harm if too much saline is returned to the patient. In this occurrence, the stopcock was also open for calcium, preventing return blood to the patient. The stopcock is not a terumo bct device so no risk assessment is able to be provided in regards to the intended use of the stopcock. Root cause: based on customer statements and clinical run sheets, the root cause for the blood being diverted to the saline bag was due to the return saline roller clamp not being closed when the system prompted and the three-way stopcock being turned to open for the calcium to infuse. When the three way stopcock is open for the calcium then the return line section of the stopcock is closed. While the stopcock is open for calcium, the return line will divert the blood into the saline line via the two way manifold if the roller clamp is open. Correction: terumo bct clinical specialist provided an overview and q&a session at the customer site to emphasize the operator needs to constantly monitor ac and normal saline drip chambers, monitor entire fluid pathway and fluid levels in all bags, and respond to any alarms and screen notifications.